Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2006. Revision procedure was performed on (B)(6) 2013 due to pain and osteolysis. No further information has been received.

Manufacturer narrative:
Additional information was received on (B)(4) 2014 further clarifying the procedure information, implant/explant dates, and item/lot numbers involved. All fields related to this new information have been updated in the medwatch form. It has been indicated that no product will be returned for evaluation. This is 1 of 3 medwatch reports submitted for the same event. Also see new initial medwatch reports: 1825034-2014-00996 and 1825034-2014-01051 filed by warsaw orthopedics.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown.manufacture date - unknown.item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to elevated metal ion levels. Operative notes indicates presence of a fluid, mass of granulation tissue and osteolysis. The head and acetabular cup were removed and replaced. Patient underwent a revision procedure on (B)(6) 2013 due to hematoma and leg length discrepancy. The head was removed and replaced.

Manufacturer narrative:
(B)(4).